Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) : product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6), ubd: , UDI#: (B)(4) . H3: analysis of the 97745 patient programmer (ptm) serial number (B)(6) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt has been having trouble with the controller and shows a white screen and shows "battery empty" when it's not and to call medtronic. Pt states it's taking a long time to charge their implantable neurostimulator (ins). Pt states it is also taking awhile to get to excellent. Patient services (pss) has done reset, patient services (pss) advised to check for damage in which pt does not detect any. The issue was not resolved. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they received the replacement recharger but are still having issues. Patient stated they can't get it to work to charge their implant, and it's been 2 days now without charge. Patient stated that last night the controller was completely black and unresponsive. Patient noted they took the battery out and the controller came back on, and at one point it said something about replacing the controller batteries. Patient said that it would just die, and if they plugged the controller into the ac power supply, it still wouldn't come on. Patient said they noticed the controller would die when they plugged the recharger in or when then unplugged the recharger. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they received the replacement equipment from this case, but they saw the "no device found" message on the controller and tried to recharge the implanted neurostimulator (ins) battery for 3 hours. Patient services specialist (pss) understood the pt's ins was depleted and they had to go through the passive recharge mode process. Pt initiated a recharge session to their ins with excellent quality. Pt noted the controller battery was at 100%. Pt called back and stated they charged the controller to 100% and when they charged their implant the screen became blank and unresponsive. Pt reset the controller and got the system problem rm06 message. Controller battery drained/depleted during charging. Pt confirmed they still had the temporary recharger. Ps closed case. Additional information was received. Pt reported they were seeing 'battery empty [79]: recharge the controller'. Additional information was received from a patient (pt). It was reported that they received the replacement li battery pack from this case, but they didn't see a green blinking light when recharging the controller battery. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt monitor their device and call back if necessary.